Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that the patient felt a pop and started experiencing pain on (B)(6) 2014. They went to their primary care physician around (B)(6) 2014 and a cat scan was recommended. The cat scan was performed and reported the tubing from the band had disconnected from the port. The internal tubing from the band was reported to be in the lower right quadrant inferior to the liver. There was no fluid collection noted and it was advised this tubing could potentially irritate the liver. The consumer was referred back to the surgeon group that performed the implant. The patient saw a doctor in the practice on (B)(6) 2014 for the pain. The realize band was implanted on (B)(6) 2010. The consumer reported that fills were difficult and the doctor had trouble at the port site during fills. No other issues noted since the implant other than the recent pain.